Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A gravid customer reported a high readings issue with the adc freestyle libre, having received a sensor scan reading of 369 mg/dl compared to a capillary blood glucose reading 33 mg/dl on an unspecified meter on (B)(6) 2019. The customer was concomitantly experiencing symptoms described as weakness, intense sweating, and slow thinking and subsequently had a seizure. The customer presented to an obstetrics service on (B)(6) 2019, where a laboratory blood glucose reading was taken (results unspecified), an exam with ultrasound was performed, and glucose was administered orally for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A gravid customer reported a high readings issue with the adc freestyle libre, having received a sensor scan reading of 369 mg/dl compared to a capillary blood glucose reading 33 mg/dl on an unspecified meter on (B)(6) 2019. The customer was concomitantly experiencing symptoms described as weakness, intense sweating, and slow thinking and subsequently had a seizure. The customer presented to an obstetrics service on (B)(6)2019, where a laboratory blood glucose reading was taken (results unspecified), an exam with ultrasound was performed, and glucose was administered orally for treatment. There was no report of death or permanent impairment associated with this event.